Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center would not turn on due to a malfunctioning power switch. The issue occurred during maintenance on a demo device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. During the device inspection, the customer's complaint regarding not powering on was confirmed due to a faulty power switch. Based on the results of the investigation, root cause was localized to a faulty power switch. However, the cause of the faulty switch could not be determined. Olympus will continue to monitor field performance for this device.